Event description:
Patient was revised to address osteolysis and loosening of the tibial tray at the cement/implant interface, which were causing pain. Depuy cement was used in the primary surgery. **update** (B)(4) 2012 - the revision operative report indicated that the patient was revised to address infection. An antibiotic spacer was inserted on (B)(6) 2012 and the patient was reimplanted on (B)(6) 2012.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database by lot code was not possible as the required product lot codes were not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. The investigation could not draw any conclusions about the reported event based on the supplied information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.